Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as the device passed all testing, which resulted in all remaining clips loading and closing properly. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.

Event description:
Name of procedure: lap chole. Event description: surgeon reported the clip applier was misfiring and not reloading. The first two clips loaded and fired okay, but during subsequent attempts, the surgeon had to clamp the handle several times to get clips to load. Ultimately, the clip applier stopped working and had to be exchanged for a new clip applier. Additional information provided by an applied medical representative on 06oct2025 via email: ctr03 trocar was used. Occurred with subsequent clip, the initial 2 clips fired normally, the following clips did not. The surgeon replaced the clip applier with a new clip applier after trying 2-3 times to fire clips once the applier was jammed. Unsure if clip was loaded- I was not present. No, the clip was loaded intraabdominally. Unsure if clip was manually removed. Unsure how clip was removed. Additional information provided by an applied medical representative on 07oct2025 via email: the above information (and the following information) is from the complaint that happened on 10/2. This is the complaint in which they have the product and will be returning it. The surgeon does not remember much of the details of the initial complaint, other than the clip applier misfired clips, he had to open a new clip applier, and it occurred on (B)(6). I'm sorry, I wish I had more details for you. The surgeon does not remember if a clip was loaded and visible. No, the clip was not manually removed from the jaws, the clip fell into the abdomen and the clip applier was pulled out of the trocar then the clip was removed from the abdomen. Additional information provided by an applied medical representative on 09oct2025 via email: so sorry for the multiple emails- it appears the original lot number I sent in for the first clip with issues was lot #1554437, this lot number is for the single clips on the shelf- not the clips in clip kit k2926. I spoke with the staff and they said that lot number wasn't the one that misfiring, it was the lot they opened after the initial clip misfired in the case. We need to update the lot # for complaint (B)(4) to lot #1534684. This is the lot # affected from the kit k2926. Intervention: user replace with a new one to complete this surgery. Patient status: patient is okay.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure: lap chole. Event description: surgeon reported the clip applier was misfiring and not reloading. The first two clips loaded and fired okay, but during subsequent attempts, the surgeon had to clamp the handle several times to get clips to load. Ultimately, the clip applier stopped working and had to be exchanged for a new clip applier. Additional information provided by (B)(6) on 06oct2025 via email (entered by (B)(6)): ctr03 trocar was used. Occurred with subsequent clip, the initial 2 clips fired normally, the following clips did not. The surgeon replaced the clip applier with a new clip applier after trying 2-3 times to fire clips once the applier was jammed. Unsure if clip was loaded- I was not present. No, the clip was loaded intraabdominally. Unsure if clip was manually removed. Unsure how clip was removed. Additional information provided by an applied medical representative on 07oct2025 via email: the above information (and the following information) is from the complaint that happened on 10/2. This is the complaint in which they have the product and will be returning it. The surgeon does not remember much of the details of the initial complaint, other than the clip applier misfired clips, he had to open a new clip applier, and it occurred on (B)(6) 225. I'm sorry, I wish I had more details for you. The surgeon does not remember if a clip was loaded and visible. No, the clip was not manually removed from the jaws, the clip fell into the abdomen and the clip applier was pulled out of the trocar then the clip was removed from the abdomen. Additional information provided by an applied medical representative on 09oct2025 via email: so sorry for the multiple emails- it appears the original lot number I sent in for the first clip with issues was lot #1554437, this lot number is for the single clips on the shelf- not the clips in clip kit k2926. I spoke with the staff and they said that lot number wasn't the one that misfiring, it was the lot they opened after the initial clip misfired in the case. We need to update the lot # for complaint (B)(4) to lot #1534684. This is the lot # affected from the kit k2926. Intervention: user replace with a new one to complete this surgery. Patient status: patient is okay.